Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent fractured. The procedure was completed successfully with another of the same device. No patient complications were reported.